Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and abdominal distension ("bloat"). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2015). In (B)(6) 2015, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, migraine, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal distension and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease/acute pelvic inflammatory disease"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia),"), abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding"), infection ("infection") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in (B)(6)2012. Concurrent conditions included nickel sensitivity, menometrorrhagia, ovarian cyst ruptured, leukocytosis and paratubal cyst. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), migraine ("migraines"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), back pain ("severe back pain/lower back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge") and allergy to metals ("nickel allergy"). In (B)(6)2015, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection (seriousness criterion hospitalization), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloat"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), musculoskeletal pain ("upper shoulder pain") and blood pressure increased ("blood pressure elevated"). The patient was treated with analgesics, surgery (dilatation and curettage, endometrial ablation) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic inflammatory disease, infection, autoimmune disorder, headache, vaginal discharge, blood pressure increased and allergy to metals outcome was unknown, the menorrhagia, genital haemorrhage, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia, abdominal distension, procedural pain, fatigue and musculoskeletal pain was resolving and the abdominal pain lower, vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, blood pressure increased, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, musculoskeletal pain, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She claimed that essure worsened a previously existing injury/condition.the right tubal ostium was visualized and then cannulated with the essure catheter and the then, the implant deployed without incident. In a similar fashion, the left tubal ostium was visualized, cannulated, and implant deployed. Both implants appeared to be in good position with several coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is prior cholecystectomy hysterosalpingogram - on (B)(6)2014: confirming full occlusion of fallopian tubes CT of the abdomen and pelvis with IV contrast: recently ruptured graafian follicle in right ovary this would account for the high attenuation cyst in the right ovary and the fluid in the endometrial cavity. CT scan was normal other than ruptured ovarian cyst. She had a CT scan done which showed a ruptured cyst, no fluid in pelvis. CT scan of the abdomen and pelvis without contrast: no bowel obstruction, peritoneal free fluid or air. Status post bilateral tubal ablation. (B)(6)2015, surgical pathology report: final diagnosis uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: - benign endo myometrial tissue , change a suggestive of thermal injury effect with patchy endometrial sloughing (ablation therapy). - cervical high grade squamous intraepithelial lesions ( cin - 3 ) . - paratubal cysts. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received- new event nickel allergy were added. Concomitant medication were added . Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("abnormal heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6)2014, the patient had essure inserted. In february 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), migraine ("migraines"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In september 2015, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloat"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). The patient was treated with analgesics, surgery (total laparoscopic hysterectomy, salpingectomy) and surgery (dilatation and curettage, endometrial ablation). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage and pelvic pain had resolved, the menorrhagia, genital haemorrhage, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia, abdominal distension, procedural pain and fatigue was resolving and the autoimmune disorder, headache and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She claimed that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporters details added. Aka names added. Event added as abnormal bleeding (vaginal, menorrhagia), autoimmune disorder, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, hair loss, fatigue, pelvic pain. Historical, concomitant condition and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a devicerelated defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia),"), pelvic inflammatory disease ("pelvic inflammatory disease/acute pelvic inflammatory disease"), genital haemorrhage ("abnormal heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in july 2012. Concurrent conditions included nickel sensitivity, menometrorrhagia, ovarian cyst ruptured, leukocytosis, paratubal cyst and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), migraine ("migraines"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloat"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). The patient was treated with analgesics, surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (dilatation and curettage, endometrial ablation). Essure was removed on 9-sep-2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage and pelvic pain had resolved, the menorrhagia, genital haemorrhage, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia, abdominal distension, procedural pain and fatigue was resolving and the pelvic inflammatory disease, autoimmune disorder, headache and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She claimed that essure worsened a previously existing injury/condition.the right tubal ostium was visualized and then cannulated with the essure catheter and the then, the implant deployed without incident. In a similar fashion, the left tubal ostium was visualized, cannulated, and implant deployed. Both implants appeared to be in good position with several coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is prior cholecystectomy hysterosalpingogram - on 21-apr-2014: confirming full occlusion of fallopian tubes CT of the abdomen and pelvis with IV contrast: recently ruptured graafian follicle in right ovary this would account for the high attenuation cyst in the right ovary and the fluid in the endometrial cavity. CT scan was normal other than ruptured ovarian cyst. She had a CT scan done which showed a ruptured cyst, no fluid in pelvis. CT scan of the abdomen and pelvis without contrast: no bowel obstruction, peritoneal free fluid or air. Status post bilateral tubal ablation. 09sep2015, surgical pathology report: final diagnosis uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: - benign endo myometrial tissue , change a suggestive of thermal injury effect with patchy endometrial sloughing (ablation therapy). - cervical high grade squamous intraepithelial lesions ( cin - 3 ) . - paratubal cysts. Concerning injuries reported in this case the following one/ones were described in patient medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: event pelvic inflammatory disease added. Historical, concomitant condition and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a devicerelated defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia),"), pelvic inflammatory disease ("pelvic inflammatory disease/acute pelvic inflammatory disease"), genital haemorrhage ("abnormal heavy bleeding"), autoimmune disorder ("autoimmune disorder") and infection ("infection") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in (B)(6) 2012. Concurrent conditions included nickel sensitivity, menometrorrhagia, ovarian cyst ruptured, leukocytosis and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), migraine ("migraines"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), back pain ("severe back pain/lower back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloat"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), musculoskeletal pain ("upper shoulder pain"), infection (seriousness criterion hospitalization) and blood pressure increased ("blood pressure elevated"). The patient was treated with analgesics, surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (dilatation and curettage, endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, vaginal haemorrhage and pelvic pain had resolved, the menorrhagia, genital haemorrhage, alopecia, migraine, dysmenorrhoea, back pain, dyspareunia, abdominal distension, procedural pain, fatigue and musculoskeletal pain was resolving and the pelvic inflammatory disease, autoimmune disorder, headache, vaginal discharge, infection and blood pressure increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, back pain, blood pressure increased, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, musculoskeletal pain, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. She claimed that essure worsened a previously existing injury/condition. The right tubal ostium was visualized and then cannulated with the essure catheter and the then, the implant deployed without incident. In a similar fashion, the left tubal ostium was visualized, cannulated, and implant deployed. Both implants appeared to be in good position with several coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: there is prior cholecystectomy hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes CT of the abdomen and pelvis with IV contrast: recently ruptured graafian follicle in right ovary this would account for the high attenuation cyst in the right ovary and the fluid in the endometrial cavity. CT scan was normal other than ruptured ovarian cyst. She had a CT scan done which showed a ruptured cyst, no fluid in pelvis. CT scan of the abdomen and pelvis without contrast: no bowel obstruction, peritoneal free fluid or air. Status post bilateral tubal ablation. (B)(6) 2015, surgical pathology report: final diagnosis uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy: - benign endo myometrial tissue , change a suggestive of thermal injury effect with patchy endometrial sloughing (ablation therapy). - cervical high grade squamous intraepithelial lesions ( cin - 3 ) . - paratubal cysts. Concerning injuries reported in this case the following one/ones were described in patient medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. New reporter added. Events: upper shoulder pain, infections, blood pressure elevated were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.